Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "failure code 27". This condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "failure code 27" was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be a malfunction in the slide clamp detection circuit due to a dirty contact on slide clamp sensor. The slide clamp detection sensors were cleaned and resoldered to correct the reported condition. Should additional information be received a follow-up medwatch will be submitted.